Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained.  The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The customer indicated that freestyle librelink did not receive any data to freestyle librelink up and therefore was unable to monitor the glucose levels. The customer experienced a loss of consciousness and no third party treatment was received. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the librelinkup during replication that would have led to the reported issue. The customer reported that the freestyle librelink up did not receive any data from freestyle librelink. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The customer indicated that freestyle librelink did not receive any data to freestyle librelink up and therefore was unable to monitor the glucose levels. The customer experienced a loss of consciousness and no third party treatment was received. There was no report of death or permanent impairment associated with this event.